Event description:
Baxter (B)(4) received a report that an intermate leaked during filling. The solution did not fill the reservoir but entered the housing during filling. The concomitant medical products are currently unknown. This potentially caused a breach in the sterile fluid pathway of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional, relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation by baxter. The reported condition was confirmed. The root cause was a missing film wrap due to an error in the manufacturing process. As a result of this incident, the complaint sample was used for awareness training for applicable manufacturing personnel. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.